Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 1mmol/l, with difficulty speaking, cognitive impairment, severe headache, blurred vision, confusion, and unsteadiness when standing or walking, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and was treated in the emergency room with intravenous fluids by their healthcare provider. During troubleshooting with customer technical support, it was revealed the patient¿s basal/temp basal settings were incorrectly programmed. The patient was experiencing a change in physical activity without adjustments to their insulin regimen. The basal and bolus totals matched the patient¿s programmed settings and were all recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with customer technical support which was recorded correctly in the pump¿s history. The patient was referred to their hcp for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.